Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl and the another blood glucose was 251 mg/dl. Customer treated high blood glucose with manual injection. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.